Event description:
Reporter indicated a vns pt developed vocal cord paralysis and severe epiglottis dysfunction following vns lead and generator replacement surgery which occurred on (B)(6) 2011. The pt currently requires feedings through a peg tube. The pt is to f/u with an ent specialist for further eval. The vns is programmed on at low settings. Attempts for further info are in progress.